Manufacturer narrative:
The device has not been returned to the MFR.

Event description:
It was reported that there was leakage from the valve. The problem was noticed during the surgery, when testing the csf flow rate. It was found to be broken. There was no impact to the pt.